Event description:
A cvi customer reported that after three days of continuous lens wear, the consumer was diagnosed with a corneal ulcer. The consumer received medication (name/type is unknown), and the complaint fully resolved without permanent injury. A reasonable and good faith effort was made to obtain additional information from the customer without results.